Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and the pneumatic switch was found to be broken.

Manufacturer narrative:
Date sent to the FDA: 04/07/2011. (B)(4) - mdu - broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the pneumatic switch of the motor drive unit was broken. There was no patient involvement and no adverse patient consequences occurred.